Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® acd solution a blood collection tubes had fm was embedded. No serious injury medical intervention.

Manufacturer narrative:
Additional information: the device history records for batch 6313602 have been reviewed with no issues being identified. There was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® acd solution a blood collection tubes had fm was embedded. No serious injury medical intervention.